Manufacturer narrative:
G4:03dec2020. B4:06dec2020. The field service engineer (fse) confirmed the reported failure. The (fse) replaced the printed circuit board assembly (pcba) board per the v60/v60 plus ventilator service manual using modification kit. After installation of the new pm pcba, the unit passed performance verification testing and it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20nov2020.

Event description:
The customer reported they have three units down with defective power management boards. The unit was not in use, and there was no patient or user harm reported.